Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that the patient received inappropriate atp and hv therapy. Programming changes were made. The patient was stable after the event and will continue to be monitored.